Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that when they tried to increase stimulation, they received the message, "cannot provide desired settings." Patient mentioned that the tape was bothering her. The issue was not resolved.

Event description:
Additional information received from the patient indicated that when they tried to increase stimulation, they received the message, "cannot provide desired settings." The issue was not resolved.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was getting less than 50% symptom relief and was not feeling stimulation. The patient was assisted with increasing stimulation to 3.3 where the patient confirmed feeling comfortable stimulation. The patient mentioned a possible uti and that they were still "foggy" from the trial procedure. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrections made to outcomes attributed to adverse events changed from "intervention required" to "other" correction made to common device name as product code ezw should be added to the file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the uti, error message, and patient not feeling stimulation were resolved. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.